Manufacturer narrative:
UDI: (B)(4). The investigation is in progress a supplemental report will be submitted.

Event description:
Edwards received notification from a territory manager, that a 14fr esheath had a difficult time expanding during valve insertion at the proximal aspect just after the hemostatic valve. The valve was inserted into the expandable portion of the sheath with some difficulty. The loader was able to be fully inserted into the sheath/sheath housing. The 23mm s3 valve did not advance smoothly into the aorta, and caught at the exit point of the sheath tip.  The valve on the delivery system ¿jumped" into the aorta, however the valve was deployed successfully. Upon removal of the e-sheath damage was observed. Subsequently, the closure device failed and a cut-down was required for hemostasis. It was posited the distorted e-sheath caused some trauma to the arteriotomy and the closure device could not overcome the injury.

Manufacturer narrative:
The device was returned for evaluation. The 14fr sheath was returned fully expanded after being used in the procedure. The returned device was inspected, and the following was observed: sheath fully expanded, tip opened. Distal tip torn and loosely attached by soft tip material. Stretching present along horizontal opening. Tip opened to the left of the vertical score line. Horizontal score line present. Gouge marks present on the inner diameter of the torn section. Soft tip damage. 3mensio imagery and device photographs were provided by the complaint event site 3mensio provide shows patient vessel condition (tortuosity and calcification present). Post procedural images of the sheath condition with distal tip torn. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath distal tip tear was confirmed based on the condition of the returned device. Investigation of device, lot history, and DHR revealed no indication that a manufacturing defect contributed to the event. A manufacturing non-conformance/defect was not confirmed. No IFU/training manual deficiencies were identified. Complaint description states 'at the distal tip of the sheath, the 23 s3 did not advance smoothly into the aorta, instead it caught at the exit point of the sheath tip and the valve/ds 'jumped' into the aorta'. It is possible that resistance at the tip was experienced due to improper tip expansion, resulting in interference between the valve and sheath tip. If the tip does not open properly (e.g. Not along vertical score line, then the thv can interfere with the tip (indicated by observed tip gouges), causing it to tear. As such it is likely that procedural factors (improper tip expansion) contributed to the complaint event. However, at this time a definite root cause was unable to be determined. A product risk assessment has been previously initiated to document investigation and assess associated risks for the issue. A CAPA has been initiated for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for sheath shaft resistance with delivery system was unable to be confirmed based on the condition of the returned device. Investigation of device, lot history, and DHR revealed no indication that a manufacturing defect contributed to the event. No IFU/training manual deficiencies were identified. Therefore, no edwards defect was identified. Complaint description states 'a 14fr esheath had a hard time expanding during valve insertion at the proximal aspect just after the hemostatic valve'. Provided imagery of patient vessel provide evidence of calcification and tortuous vessels. Calcification and tortuosity can create a challenging pathway for the delivery system and valve as it is inserted into sheath resulting in the resistance experienced. As such it is likely that patient factors (calcification and tortuosity) contributed to the complaint event. However, at this time a definite root cause was unable to be determined. A product risk assessment has been previously initiated to document investigation and assess associated risks for the issue. A CAPA has been initiated for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and procedure related factors contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
H11: supplemental report submitted to correct b7.